Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the septum was pushed into the adapter with a bd q-syte¿ luer access split-septum stand- alone device. The following information was provided by the initial reporter, translated from chinese to english: the white cap of the infusion joint was found to be concaved after sealing the tube, and the joint had been abandoned.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum was pushed into the adapter with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: the white cap of the infusion joint was found to be concaved after sealing the tube, and the joint had been abandoned.